Manufacturer narrative:
Analysis of the returned contour vl ureteral stent revealed that the stent was torn, inside the patient, between the suture holes on the proximal end. The suture was present with the return. The investigation has determined that the tear is consistent with those caused by the suture. Most likely, while attempting to place the stent resistance was met and caused the proximal end of the stent to become compressed by the positioner. The suture may have been pulled through the stent while trying to maneuver the stent during placement. Therefore, the most probable root cause for this event is determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent "bunched" and would not advance over the guidewire, inside the patient during a ureteroscopy procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." Note: the event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction.